Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had no power. The power supply was found to be defective. It was also determined at analysis that the stylus was missing. The hinge plate was broken, and the hinge plate screws were missing. The keyboard left slide rail and the bullet assay were missing. The paper tray was empty and there was small damage to the bezel considered acceptable. The software was reconfigured and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had no power. The programmer was returned for service. It was further reported the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.